Event description:
This rv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2016 due to oversensing and noise. There was no pacing inhibition and the pace impedance was greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) health services - (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).